Event description:
Related manufacturer reference number: 2017865-2024-52226. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds on the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.